Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 40 mg/dl and 51 mg/dl. The customer's current blood glucose is 315 mg/dl. Customer also reported other blood glucose was 13 mg/dl, 354 mg/dl. The customer was treated by glucagon. The insulin pump will not be returned for analysis.